Event description:
It was reported that the user had been using meal announcements incorrectly and was advised by a trainer to perform a factory reset; the user employs a dexcom g7 sensor and a cartridge/infusion site, and customer care walked the user through the reset to completion. No reported adverse clinical effects. Outcomes included user education and device troubleshooting completed without alerts or alarms. Investigation included technical troubleshooting and user guidance on correct meal announcement use. Investigation of this case revealed user handling related to incorrect meal size announcement entry and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error resolved through education and factory reset.